Manufacturer narrative:
Qc was passing on the morning of the event but tsh qc was reported to be failing after wash pump motion errors had been observed and tsh calibration runs were also failing at that time. A bec field service engineer (fse) was on-site at the customer's laboratory on the day of the event for wash valve motion errors and failing tsh calibration curve on this instrument (that had generated the accutni results in question). The customer had reported the non-reproducible accutni patient results to the onsite fse during the service visit on the event date. The fse inspected the wash pump assembly and reported the home sensor to the wash valve was worn and the wash valve motor wash was noted to be sticky. The fse replaced the wash valve home sensor, wash valve pulley, wash pump o-rings and the wash pump motor. The fse performed passing system verification testing after all repairs were completed. The issue was resolved. Hardware is the likely cause of this event. MDR #2122870-2013-00452 documents the first patient (patient 1 of 2) involved in this event.

Event description:
A customer reported elevated non-reproducible troponin (accutni) patient results generated by a unicel dxc 600i synchron access clinical system for two patients. The two patients' samples were repeated on the same instrument and both elevated and normal results were obtained. Per customer, the normal results were considered correct. This report documents the results for the second patient (patient 2 of 2) involved in this event. A separate MDR has been submitted to document the results for the first patient involved in this event. The elevated results for the second patient were not reported outside of the laboratory and there were no changes to patient treatment.